Event description:
It was reported that during surgery, stabilized posterior insert presented failures as it did not locked; good exposure of the tibial base was performed, it was checked that it would be free of tissue and the insert will slide, which did not lock; several attempts were used which were failed. It was decided to pass another stabilized posterior insert 3 4 9mm. Delay of 30 minutes reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that backup device from smith+nephew and same size was used to complete the procedure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.